Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a high blood glucose over 600 mg/dl and stated that she did not receive any alarms. She reported that the next morning, the blood glucose was 281 mg/dl and she treated with manual injections and then it dropped down to 186 mg/dl. She stated that it later dropped to 71 mg/dl so she treated with juice and breakfast. She stated that the time and date, and the basal rate and bolus wizard settings, were correct. She reported that the infusion set was difficult to connect disconnect due to low vision and neuropathy. Nothing further was reported.